Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was experiencing low blood glucose. The customer was at the hospital for non-diabetic issues. The caller reported that the customer had been having low blood glucose levels within the range of 30 mg/dl since (B)(6) 2017. The customer's current blood glucose level was 123 mg/dl. The customer also noted that the insulin pump was worn during a medical procedure around a magnetic resonance imaging scanner. The insulin pump had also been exposed to an airport body scanner. The alarm history was reviewed and there were no motor error alarms. The insulin pump passed troubleshooting. The customer was advised to monitor the insulin pump and their blood glucose. The device will not return for analysis.